Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 132 mg/dl. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.